Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a nurse reported there was a possible clot or vegetation on the implantable cardioverter defibrillator (ICD) system seen on an echocardiogram. The patient was being evaluated for possible infection/hematoma. The ICD system appeared to be functioning as programmed. The ICD system remains in use. No further patient complications have been reported as a result of this event.